Event description:
It was reported by pt that she underwent total hip replacement in late 2007, in which she received durom acetabular components, post-op, pt experienced pain and was revised in 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s.